Event description:
It was reported that the lead triggered multiple patient alerts. The physician told the patient that there was a lead issue. Follow up was done with the patient¿s clinic and it was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). The lead had fractured and exhibited noise, had episodes of increased impedance and one episode of mildly increased thresholds. The lead was capped and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD (B)(6) 2009. (B)(4).